Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0821 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that in the moment of taking air from the repair, a leak was observed (in the repair). The device was not used on a patient. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking connector was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l groshong two-piece connector. The sample was received unassembled. The sample appeared free of obvious usage residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from beneath the white over-sleeve. Following disassembly of the proximal connector segment, inspection of the tubing revealed a tapered u-shaped split within the region of tubing inlaid through the white over-sleeve. Microscopic inspection of the split revealed a glossy and striated fracture surface. The split edge exhibited a scalloped shape. The split characteristics appeared consistent with damage caused by contact with a traumatic instrument(s) or piece of equipment. The relative striation patterns suggested that the tubing may have been grasped or squeezed between two traumatic surfaces. The location of the damaged region indicated that it occurred prior to or during device assembly. All personnel involved in the manufacturing process were retrained. The reported lot was manufactured before the re-training.

Event description:
It was reported that in the moment of taking air from the repair, a leak was observed (in the repair). The device was not used on a patient. No other information was provided.